Manufacturer narrative:
The subject device was returned to omsc for evaluation omsc confirmed that the coating of grasping section was partially missing. The ptfe pad of the subject device was worn. Omsc checked the probe, with no irregularities noted. When we closed the grasping section and activated seal mode, short circuit error was not reproduced. The manufacturing history was reviewed, with no irregularities noted. These types of the coating damage and the error are most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a hard object. It was known that the reported error occurs if user activated output in the liquid in the body cavity. The instruction manual of the device has already warned as follows; a) when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment. B) when a body fluid or tissue is present on the grasping section, probe tip or shaft surface during the procedure, immediately withdraw it by immersing the grasping section and probe tip in saline or wiping with sterile gauze. Otherwise, the performance may be degraded. Failure to maintain a clean grasping section may result in the grasping section becoming hard to open or close, and the load imposed on the distal end of the grasping section may cause vibration failure or other issues.

Event description:
During a laparoscopic super lower anterior resection, the subject device was used. In the procedure, seal & cut short circuit error was occurred. The procedure was completed with another thunderbeat. There was no patient injury reported. Olympus medical systems corp. (Omsc) received and evaluated the subject device. As the result, omsc confirmed that the coating of grasping section was partially missing on march 31, 2017. And it was not reported that the fragment of the coating fell into the patient.